Manufacturer narrative:
Findings: unit had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip and missing o-ring. (B)(4).

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The patient's blood glucose level was 259 mg/dl at the time of the call. The customer stated that the o-ring came off and the reservoir compartment is damaged. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.